Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Although the device was reportedly returning, it was not received. If the device is returned it will be evaluated at that time and a follow-up report will be submitted with all relevant information. D9, h3: although the device was reportedly returning, it was not received.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was observed as a link break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9: correction- device available for evaluation- changed from not returning to returned. H3: correction- device evaluated by manufacturer changed from "no" to "yes". H6: type of investigation code 4115 removed. H6:investigation findings codes 3221 and 4315 removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a cardiac angioplasty interventional procedure. Reportedly, "the suture thread came out before entering the patient's artery". The proglide had been loaded on the guide wire. Protamine was administered and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.